Event description:
According to the initial information received, a delivery sheath containing a 24mm amplatzer cardiac plug (acp) was in the patient's left atrium when the (B)(6), male patient suddenly develop ventricular fibrillation (vf). The procedure was stopped, the acp and delivery sheath were removed and the patient was defibrillated three times. However, the patient's oxygen saturation rapidly decreased so he had to be intubated. The acp was never deployed and the sheath was discarded. The patient was referred to the ICU and was reportedly stable the same day. The cause of the vf remains unclear although the physician does not believe it was caused by the device.

Manufacturer narrative:
Sjm could not evaluate the tv45x45 involved in this event since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Sjm received additional documentation that is in the process of being reviewed by our medical consultant. At the conclusion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
Image review: sjm requested further information regarding this case, but only one page of medical records and no images were provided. Review of the information by sjm's in-house medical consultant resulted in the following findings: the procedure was aborted due to occurrence of ventricular fibrillation (vf). Neither detailed information nor images were provided for review. It was not clear what maneuver the operator performed, where the sheath's position was when vf occurred or what might have triggered vf. Conclusion: review by sjm's in-house medical consultant concluded there was insufficient information for analysis and review.